Event description:
I had femtosecond lasik in (B)(6) 2007, at (B)(6). This procedure was performed with the femtosecond laser, not a microkeratome. Left eye came out fine. Right eye had a slight defect noticeable after surgery. But the right eye defect was not significant enough to worry about. I declined an offer for a touch-up procedure on the right eye. Vision was fine until 2012 (5 years). Then, the defect in my right eye grew worse. What's interesting is that the new defect was exactly the same shape and location, just increased in magnitude. It's as if the defect simply got larger. Lasik damaged my eye. The damage dramatically worsened 5 years after the procedure.